Event description:
Additional information received reported the patient still had concerns with their device or therapy, but had not sought further help.

Event description:
It was reported the patient¿s healthcare professional (hcp) had trouble with a lead cap. The reporter stated their hcp tried to snap it on and couldn¿t get it to hook. It was noted that the hcp "finally gave up" and took it off and put on another and then got that one to snap. It was reported that the patient didn't know if it moved the wire inside. It was noted the patient¿s hcp said one of the wires was ¿closer to the side than it should be¿ and may have caused the patient to shake more. The reporter stated that the hcp had to redo the leads before getting the second cap on. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from health care provider reported that the cause of crooked lead was not determined. The leads caused along the frontal lubes with their tips in the vim. The patient experienced muscle contractions that led to speech and gait difficulties. It was indicated that the patient had leads removed and had a new one put in. The patient has not been seen in the office yet.